Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018, where in a new drg lead was implanted. Reportedly, effective therapy was achieved post-operative. No further information is known at this time.

Event description:
The reason for the revision on (B)(6) 2018 was lead migration. Lead migration was confirmed with x-ray. Physician only re-positioned the leads. Patient reported having a fall while skiing.